Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection of the actual sample shows a brown particulate matter injected in the header cap. The particulate matter is injected into the header so this is outside the fluid pathway. The reported problem was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of a revalear 400 dialyzer, a particulate matter was observed inside the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.